Event description:
Given injection in left knee of synvisc and the following day truncal itching, rash all the way to head. Five days later lips swollen twice their size and pt was hospitalized. Urinary retention, expulsive diarrhea, swollen face, tachypnic, trouble breathing, sore throat, eyes swollen shut. Transferred to rptr's hosp for continued steroid treatment. Required epinephrine 1:1000; solumedrol; benadryl; inhalation "pacemicepi".